Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. It was noted that the defib conductor was distorted.

Event description:
It was reported that during the implant procedure, the lead helix deployed twice and on both occasions had sensing issues. On the third attempt to reposition the lead, the helix would not fully deploy and the lead measured >4000 ohms. The lead was not implanted. No patient complications have been reported as a result of this event.